Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shock therapies while the patient was exercising. However, the patient was seen by the physician and changes were made. Boston scientific technical services (ts) discussed about functions of device. Attempts to obtain additional information from the field was unsuccessful. This ICD remains in service. No adverse patient effects were reported.